Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were observed to be exiting through the tubing. While troubleshooting for this issue, a minimum fill notification occurred after the pump was filled with 250 units of insulin. The cartridge was reloaded and the infusion set was changed to resolve the issues. Customer's blood glucose level was 252 mg/dl.